Event description:
Customer alleges while walking down the stairs the cane snapped in half. No injury alleged.

Manufacturer narrative:
MDR decision date: (B)(6) 2012. (B)(6) - no RMA has been initiated for this issue. Model, serial number/date code and age of product are unknown. The consumer is an (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The consumer called stating that when he was walking down the stairs his cane allegedly snapped in half. The consumer could not supply and additional information such as model or serial number / date code. The consume did locate a dealer who supplied him with a replacement cane. No injury alleged.